Event description:
Customer reported experiencing leakage from the cassette when using the co's lab eval found the leakage to be located at the inlet valve due to split film. No pt injury was reported. No further info is available.